Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer cribriform occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. During procedure, excessive separation between the discs and a bulging left atrial disc was observed. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the deliver system. The occlude was never released from the delivery cable while inside the patient and it was exchanged for a new 28mm amplatzer septal occluder, which was successfully implanted. The patient was reported to be in good condition.